Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet generated alert 32 for a motor processor communication error, and multiple device resets did not resolve the issue while the patient experienced hypoglycemia down to 50 mg/dl over a couple of hours without carbohydrate treatment. Symptoms included low blood glucose without loss of consciousness, dizziness, or need for assistance. Outcomes included no hospitalization, no professional medical intervention, and patient self-monitoring per care team guidance. Investigation included remote troubleshooting and education, confirmation of continued alert behavior, and arrangement for device replacement with return of the original for assessment. Investigation of this device revealed a delivery motor communication malfunction consistent with a motor processor communications fault. It was concluded that the cause was a device malfunction related to motor communication failure.